Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that g6 sensor going back to calibration mode. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that a calibration error occurred. Please disregard initial reporting under MFR# 3004753838-2018-138896.